Event description:
It was reported that the patient had a loss of therapeutic effect and had no control for the past 3 weeks. The patient was at their health care provider¿s (hcp¿s) office today and the patient had a urinary tract infection (uti) and was on antibiotics now. It was noted that the patient needed assistance in making an adjustment to their therapy but did not want assistance right away. The patient was having their daughter coming over today to help with the adjustment. It was reported that the patient heard a beeping sound in their house the other day and thought it was the implant. The patient called back and was helped to connect with the patient programmer. It was stated that they had the low battery icon for the patient programmer and did not have any batteries for the programmer.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0dy9b, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient do have concerns with their device or therapy. It was noted that the patient was not happy with this device. The patient received assistance from their healthcare provider or manufacturer representative and resolved. It was noted that the patient called the representative but the "upping" of the device only worked for a few days. (B)(6) 2014 was noted. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient have not called their healthcare provider back. It was noted healthcare provider been out of state.